Manufacturer narrative:
Alleged failure: bent needle deployment/retraction. The failure(s) identified in the investigation is consistent with the complaint record. Visual inspection: the needle was broken. The piece was not returned. The probable root causes could be: 1) use of excessive force, 2) attempt to pass through thick tissue or bone, 3) excessive tissue loaded into jaws, 4) attempt to load or pass incompatible suture, 5) technique error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was bent needle deployment/retraction. Based on investigation findings there was a broken needle. Per additional information received, all pieces were removed from the patient.